Event description:
A medtronic representative reported that the fusion ent became unresponsive during navigation. The mouse was unresponsive so a hard shutdown was performed. They were able to proceed back to navigate with about a 5 minute delay in the procedure. The case continued without anymore issues with the software. The rep said the tracer registration technique had failed twice during registration and pointmerge was used. The tracer pattern appeared to be collecting well and then disappeared during the processing. No negative impact to the patient was reported.

Manufacturer narrative:
The purpose of this report is to remove a previously reported conclusion, as it was noticed that followup MDR (1723170-2012-00739-1) incorrectly contained this code because it did not match the previously reported results of both the hardware and software investigations that found the issue to be related to computer hardware, and therefore unrelated to the software.

Manufacturer narrative:
Suspect computer was evaluated and found to directly cause the issue. Performance testing results are as follows: corrupted shared resource data base files found. Phd failed full read and inversion test which suggests a malfunctioning hard drive. A software investigation was also completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
The computer was returned and the evaluation is currently in progress. A replacement computer was shipped to the site and the issue was resolved.